Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to deploy this epicardial lead, the left ventricle was compromised and resulted in uncontrolled bleeding, cardiac tamponade and subsequent death. Additional information was received that an attempt was made to affix the lead to an area of the heart that was free of adipose tissue. When the surgeon released the lead after 2 and one-half turns, the lead came free with some bleeding from the site. The tissue would not hold sutures and additional bleeding occurred in that area.